Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge cracked as lens was being delivered. The crack caused the lens to be delivered improperly which tore the posterior capsular bag. A different lens was implanted instead.